Event description:
It was reported that upon opening, they observed the tip was curved and poor opening when nitinol stone basket was moved through scope.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening, they observed the tip was curved and poor opening when nitinol stone basket was moved through scope.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. The first photo sample shows the overview of the skylite stone basket. The second photo shows the sideview of the skylite stone basket handle. The third and fourth photo shows the curved tip of the skylite stone basket. The fifth photo shows the product packaging with information. Visual evaluation of the returned sample noted one opened (without original packaging), skylite basket. Visual inspection of the sample noted that the sheath of the tip was curved and poor opening when nitinol stone basket was moved through scope. This does not meet specification per ip7603138, revision 0 which states " no deformations on the sheath (kinks, etc). This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.